Event description:
Pt. Reported blue/green urine on (B)(6) 2017 ultrasound on (B)(6) 2017 showed both balloons deflated in the stomach. Balloons removed on (B)(6) 2017 and md confirmed dual balloon deflation at time of removal. Patient had a new dual balloon insertion on the same day. Date of original balloon insertion (B)(6) 2017.